Event description:
The event involved a chemoclave vented bag spike reported the following issue: ¿when the chemolock port is inserted into the chemoclave spike, the luer lock mechanism remains depressed and fails to retract. This prevents the product from being dispensed when connected to the 011-cl3534 adapter. These four incidents have impacted patient care and chemotherapy production.¿. The event was observed during use on a patient, during infusion. The customer reported as adverse clinical consequences ¿loss of opportunity for chemotherapy not administered¿. The therapy wasn¿t completed and there was a delay in therapy of two hours. The customer stated he observed, as physical defects in the device, the blocked valve. There was reported patient involvement.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.